Event description:
It was reported that patient presented to the clinic after receiving a vibratory alert. High, out of range, pacing lead impedance, as well as low, out of range, high voltage lead impedance and increased capture threshold were observed. Lead was extracted and replaced. Patient was fine.

Manufacturer narrative:
(B)(4).